Manufacturer narrative:
Complaint has been cancelled. Feedback from the customer indicated that the complaint is a duplicate of a previously filed report: 3002601200-2024-00582.

Event description:
Complaint has been cancelled. Feedback from the customer indicated that the complaint is a duplicate of a previously filed report: 3002601200-2024-00582.

Event description:
It was reported that bd intima-ii y 20gax1.16in prn/ec slm catheter damaged. (B)(6) 2024, at about 10:00, in ward 10a of (B)(6) hospital, a nurse used a ¿closed intravenous needle¿ to perform rehydration therapy on a hospitalized patient, and after successful puncture with the needle, found that blood leaked out of the end of the needle, which was immediately removed, and further inspection revealed that there was a small breakage at the end of the needle, and the defective device was stopped and replaced with a new one to continue treating the patient. Further examination revealed a small tear in the end of the needle, and the defective device was stopped and replaced with a new needle to continue treating the patient. Re-puncture increased the patient's pain and had no effect on the patient's condition.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.